Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 200mg/dl at time of incident. Customer states the pump received pump error then pump switched off automatically even after installing a new (B)(6) battery. The customer states pump has damage on back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error an pump error 35 found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 00.3 mv. Unable to perform functional test including self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with cracked case on the back at the battery tube area and battery tube threads. A minor scratched display window, case and keypad overlay was noted.